Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular sense, shock, and atrial channel. This noise was sensed by the device, and resulted in pacing inhibition. No symptoms were reported. It was reported that this patient likes to work on cars. A guidant technical services (ts) consultant reviewed electrograms demonstrating the noise, and discussed that the noise was likely emi related, possibly from a vehicle alternator. The health care professional will discuss working environements with the patient.